Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device. The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device's history logs indicates that the device passed all the final system level tests in the manufacturing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.